Event description:
It was reported that the right ventricular (rv) lead exhibited high and increasing threshold as well as increasing impedance. The rv lead remains in use and reprogramming was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.